Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen. The patient stated they were feeling ill and began to vomit. The patient drove herself to the hospital where she was admitted. It was indicated that the nurse at the hospital took a finger stick reading and the meter was displaying 400 mg/dl compared to the bg meter reading of 300 mg/dl. The patient declined to provide further event details. No additional patient information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.